Manufacturer narrative:
(B)(4). The manufacturing documents for this device were reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. A lot history search was performed and to date, no other complaints have been reported for the failure mode of thrombus formation and two other complaints of "dark or flashing image" have been received. All three complaints for image issues for this lot were received from the same account. The complaint device was returned to the manufacturer for evaluation and was functionally tested. Volcano was unable to duplicate the reported image issue for this device. Additionally, no manufacturing defects were detected that would be likely to lead to the formation of thrombus during use. Per volcano's chief medical officer, "the patient was diagnosed with a st segment elevation myocardial infarction. Coronary angiogram showed a severe narrowing in the right coronary artery which was stented to restore the coronary flow. A dissection of the coronary lesion was observed post-stenting. A distal thrombotic event occurred after a 2nd stent was placed to cover the dissection. In addition, the physician had difficulty in positioning the guiding catheter properly and had to use a support wire to perform the intervention. In spite of good anticoagulation, angiographic evidence of a thrombus was found in the guiding catheter and mid-rca post long ivus imaging. However, due to all of the other confounding factors (clinical presentation, long procedure with complications, several wires and catheters), it is unknown if the long ivus procedure did in fact contribute to the thrombus formation. Fortunately, no acute or long term adverse events related to the thrombotic incident were reported." There was no evidence found to suggest this device was not manufactured to specifications. Further investigation of image issues at this account indicate users do not flush the device in situ as directed by the IFU. Per the IFU troubleshooting section "if the images fade during use, flush the catheter with heparinized saline. If shadowed areas persist after flushing in situ, the distal lumen or catheter body may contain air bubbles."

Event description:
A patient with no prior history of chd, was admitted with high grade unstable angina to the ccu approx 10-12 hours before coronary angiography was performed. A loading dose of 320 mg trombyl (aspirin), 300 mg plavix (clopidogrel) and 2.5 mg arixtra (fondaparinuxnatrium) were administered about 10 hours before procedure. Repeated episodes of chest pain at rest were experienced accompanied by transient st elevations in the inferior ECG leads. High sensitive tnt was elevated. During the procedure, an infusion of angiox (bivalirudin) was given. The culprit lesion was a high grade stenosis in the proximal rca 3. Pci was performed against the culprit lesion implanting an integrity bms 4.0x22mm. A dissection was suspected at the distal end of the stent and an additional 4.0x9 integrity bms was placed. To this point, there were no adverse events. However, a suspected thrombus/dissection was observed in a positive remodeled part of the rca just distal to the stented area. At this point, ivus was used to assess this observation further and assess the vessel anatomy. Due to loss of ivus image quality 3, pullbacks were required to get the needed information. After each pullback, the ivus catheter was withdrawn and flushed according to instructions. Ivus attempts were continued because the potential information was very valuable in this setting. The patient was doing well at this point, and was not endangered. After the 3rd pullback, thrombus formation was observed at the guide in the rca ostium. When the thrombotic event occurred, an infusion of integrelin (eptifibatide) was added. The thrombus was removed by export catheter along with the thrombus in the mid rca. The patient had no clinical complication of the adverse event. Due to poor guide support (al1 guiding catheter), a buddy wire (bhw) was placed in the rca. The primary guide wire was a cougar xt and the stents used were integrity bms. The act scores were not measured as the hospital routinely does not do this when angiox is used. The procedure time was extended by approx 30 minutes. Per physician, "although we are aware that there may be many explanations for what happened here, we can never exclude the possibility that repeated ivus has been part of this event. At our site, the indication for ivus is always relative and if we should deal with this, we must be sure that what we are betting in the patient functioning as intended. In this case, two of the three pull-backs were unnecessary if the equipment had worked, and we expose the patient to a risk every time we put a device in a coronary artery."